Event description:
It was reported that the user¿s ilet pump was not receiving cgm readings while the dexcom g7 app was displaying values, and the user confirmed that no sensor code had been entered into the pump; after entering the four-digit sensor code per agent guidance, the user was advised to wait for data to populate. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to an improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.